Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the device did not confirm any noticeable damage that could cause the device to fail. This device was manufactured in 2014. This device shows signs of significant wear/usage. A functional evaluation was conducted and the failure mode is confirmed as the returned device would not "ratchet" correctly on the tighten end of the wrench. Upon further functional inspection, the set screw was discovered to be set too far into the handle as called out on the drawing print. It could not be determined how the set screw was placed in this position, resulting in the detent ball to bind into the socket and not allowing it to ratchet correctly. Upon returning the set screw to its correct position per the drawing print, it is now functioning correctly and as intended. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the wrench was sticking and not working properly during the external fixation case. The procedure was completed using an smith&nephew backup device.